Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Arrhythmias, right heart failure, gi bleeding, infection/sepsis and death are known potential complications associated with all patients implanted with vads. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. The device remains implanted.

Event description:
Four days after the implantation, the patient developed ventricular tachycardia (vt).that was successfully cardioverted and right heart failure that was treated with milrinone and nitric oxide six days after the implantation, the patient was reported to have been slow to wean from the ventilator and subsequently underwent a tracheostomy. Within days of the tracheostomy, the patient developed a fever. Cultures are reported to have been negative but the patient was treated empirically with antibiotics. In addition, the patient had further episodes of vt that were successfully treated with cardioversion. The patient remained intubated with continued difficulty in weaning him from the ventilator. Seventeen days after the implantation, the patient again developed vt followed by ventricular fibrillation (vf). Attempts to cardiovert the patient were unsuccessful. He remained in persistent vf with ongoing mechanical ventilation. Later that night, the patient developed gastro-intestinal bleeding (gi) of 2 liters. He was found to have hypoperfusion ulcers in his colon. Despite attempts to manipulate his inotropes, the patient's hypotension did not improve. Over the next day or so, the patient's vf persisted and he had no improvement in his blood pressure or cardiac output despite inotropic support, fluid resuscitation and increases in his vad speed setting. Bleeding appeared to have stopped and he was urgently listed for cardiac transplantation because of his limited options. Twenty days after his implantation, the patient's gi bleeding re-started. He was deemed to not be a candidate for hemicolectomy because of persistent vf, respiratory failure, worsening renal function, acidosis, ongoing fevers and worsening right heart failure. In addition, the patient's blood pressure continued to decline with poor perfusion noted in his extremities. The decision made to discontinue vad support and the patient expired on (B)(6) 2014. These events were reported to be unrelated to the heartware device by the patient's treating physician.